Event description:
Promus premier china registry. It was reported that myocardial infarction and restenosis occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 80% stenosis and was 14 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 16 mm promus premier stent system. The residual stenosis was noted to be 5%. Post dilatation was not performed. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject presented with angina and symptoms of ischemia and was hospitalized for the further evaluation and treatment. At the time of the event, the subject was on aspirin. On the same day, twelve lead electrocardiogram (ECG) was performed. The cardiac enzymes were noted to be elevated consistent as per the protocol definition of myocardial infarction (mi). The subject was diagnosed with acute st elevation mi. The mi was located in the anterior (septal) region and is classified as a q wave mi. The subject was referred for coronary angiography which revealed 100% stenosis noted in proximal lad extending up to middle lad was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was noted to be 20%. Eight days later, the event was considered to be recovered/resolved, and the subject was discharged.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1: initial reporter phone: +(B)(6).

Event description:
Promus premier china registry. It was reported that myocardial infarction and restenosis occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 80% stenosis and was 14 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 16 mm promus premier stent system. The residual stenosis was noted to be 5%. Post dilatation was not performed. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject presented with angina and symptoms of ischemia and was hospitalized for the further evaluation and treatment. At the time of the event, the subject was on aspirin. On the same day, twelve lead electrocardiogram (ECG) was performed. The cardiac enzymes were noted to be elevated consistent as per the protocol definition of myocardial infarction (mi). The subject was diagnosed with acute st elevation mi. The mi was located in the anterior (septal) region and is classified as a q wave mi. The subject was referred for coronary angiography which revealed 100% stenosis noted in proximal lad extending up to middle lad was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was noted to be 20%. Eight days later, the event was considered to be recovered/resolved, and the subject was discharged. It was further reported that medication was taken to treat the event.